Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-00404. It was reported the patient's leads migrated. X-rays confirmed the issue. As such, the patient underwent surgical intervention wherein the leads were explanted and replaced. Reportedly, effective therapy resumed post-operative and the issue is resolved.